Event description:
It was reported the patient experienced discomfort as the ipg became loose and would tilt in the ipg pocket. As a result, surgical intervention was taken on (B)(6) 2014 to reposition the ipg. Reportedly, the patient has effective therapy.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.